Event description:
During preparation of a raptorrail ptca balloon catheter, prior to use in the patient, the hub separated from the catheter shaft. The product was not used; there was no patient injury reported with the event.